Event description:
Related manufacturing ref 9680001-2018-00023, 3005334138-2018-00072, 3005334138-2018-00073, 3008452825-2018-00078. During a left atrial flutter procedure, a pericardial effusion occurred. While mapping in the left atrium, the patient became hypotensive. An ice catheter from the right ventricular position was used to identify an effusion. A pericardiocentesis was performed to stabilize the patient. The patient stayed in the hospital for two nights and was discharged. There were no performance issues with any abbott device.

Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a review of the device history record was not possible as no lot was provided. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.